Event description:
It was reported that the ilet user experienced hyperglycemia after not announcing a breakfast meal, with the pump continuing to deliver insulin. Symptoms included hyperglycemia peaking at 233 mg/dl and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions, specifically a missed meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.